Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation found the device in back- up mode a. The device was pacing at 70 ppm in vvi mode. Reprogramming was unsuccessful, so the device was replaced.